Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the tip of the vasoview hemopro 2 device broke. During the cauterization part of the vein harvest the plastic jaw separated from the burning wires. There was no pieces left in the leg as nothing had detached from the plastic jaw. There was no vein damage , excessive bleeding or patient ham. They opened up another kit and finished the harvest without any issues.

Manufacturer narrative:
Trackwise ID (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 10/28/2022. An investigation was conducted on 11/02/2022. A visual inspection was conducted. Signs of clinical use and light evidence of blood was observed on the handle of the harvesting device. A microscopic inspection was conducted. The clear silicone insulation of the cold jaw was observed to be peeled off the tip, exposing the metal tip of the jaw. The silicone remained attached. The insulation of the hot jaw was observed to be intact with no visual defects observed. The heater wire was observed to be flexed from the hot jaw due to normal clinical use, with the tip remaining attached. Based on the returned condition of the device and the investigation results, the reported failure "peeled; jaw" was confirmed. The lot # 3000263026 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.